Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the luke handpiece was missing cap that fits over electrical connection. Hosp does not know where cap is. No other info known. There was no consequence to pt.